Manufacturer narrative:
Supplement # 1 medwatch submitted to the FDA on 13/aug/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 21/july/2021. Non-inflated balloon returned with the fill tube tip disconnected from the slit valve. The sheath is present on the shell and there is blue liquid present in the tubing. The fill tube tip was reinserted into the slit valve and the end of the balloon was clamped onto the pull force equipment and it met minimum requirements. The fill tip pressure to inflate the balloon met minimum requirements. Once inflated, an air leak test was performed, and the sheath broke away as intended and there were no leaks. A syringe was used to push di water through the tubing and the flow of di water was continuous and unobstructed. The fill tip was measured using a pin gauge and it met specifications. The balloon thickness was measured and met specifications. The complaint could not be verified as the returned balloon performed as intended.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Balloon was leaking and removed, a competitor device was used to completed the event. Patient was admitted for overnight observation.